Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 400 mg/dl at the time of the incident. The customer took off the infusion set and was treated themselves with needle and long lasting insulin. Subsequently, the blood glucose lowered to 60 mg/dl. The customer declined troubleshooting for high blood glucose and low blood glucose. The device will not be returned for analysis.